Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the device would not shock during dft testing at a routine generator replacement . Device showed vs markers at a rate commensurate with vt but device did not mark them. External therapy was provided to break the induced arrhythmia. The device had difficulty during ventricular capture testing as well, indicating on-going noise reversions with no evident noise on v sense amp. The device was exchanged out for a new device. The patient was in good condition.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of a sensing anomaly was confirmed in the laboratory. Review of the device image noted the sensing anomaly was due to a software anomaly. The cause of the software anomaly could not be determined.